Event description:
Patient was revised to address instability and metalosis.

Event description:
Patient was revised to address instability and metallosis. Update: (B)(6) 2012 - the patient's revision operative report was received. Preoperative notes indicate the patient had increasing metal ion levels. Patient demographics (height/weight) were updated. There is no new information that would change the MDR decision. Update: (B)(6) 2013 - litigation papers received. Litigation alleges that the patient suffers from pain, discomfort, inflammation and popping/snapping sensations. There is no additional information that would affect the outcome of this investigation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Update: (B)(6) 2012 - the patient's revision operative report was received. Preoperative notes indicate the patient had increasing metal ion levels. Patient demographics (height/weight) were updated. There is no new information that would change the MDR decision. The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a; rev. C. Operative notes, x-rays and demographics were received. Per the operative report the patient had lost capsular material and the short external rotators due to metallosis; this lead to instability within the joint and recurrent dislocations. Based on the investigation, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear. Doi: (B)(6)2008; dor: (B)(6)2012; right hip (1st revision)

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.